Event description:
Information received indicates when the brake is set, the right brake caster is not locking into place and has a slight movement if the bed is pushed. All of the other casters were locking.

Manufacturer narrative:
The technician replaced the brake block assembly to repair the bed.